Event description:
It was reported that during a staple hemorrhoidectomy, the device was opened and it was observed that about half of the staples were properly formed. The device was stuck from the 2 o'clock to 4 o'clock position. The donut was incomplete, missing the tissue around the 3 o'clock position. Scissors were employed to cut off some tissue to remove the device. Suturing was used to control heavy bleeding. The total blood loss was estimated to be around 300cc, but a blood transfusion was not required. It was observed that the washer was not fully cut and the knife was observed to be a little irregular on the surface. The pt stayed in the ward and was given antibiotics. The pt stayed three nights in the hosp. There were no problems since the pt returned home.

Manufacturer narrative:
Date sent: 06/11/2008. Info anticipated, but unavailable at this time.